Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2002, the patient presented for office visit and spinal examination with complaints of low back pain to both buttocks, to the left hip and down the left leg to his thigh with numbness into both legs, neck pain. The MRI scan from (B)(6) 2002 revealed an annular tear and subligamentous disc herniation at l4-5 and l5-s1 and changed disc hydration at both l4-5 and l5-s1 with normal disc hydration at l3-4. Plain radiographs showed mild loss of disc height at l4-5. On (B)(6) 2002, the patient presented for an office visit with complaints of significant pain. The patient's MRI scan revealed a central annular tear at l4-5, mild disc protrusion at l2-3, and central disc changes at l5-s1. On (B)(6) 2003, the patient presented for follow-up to discuss the procedure details. On (B)(6) 2003, the patient underwent a CT scan and presented for a follow-up visit. The scan showed facet arthropathy. On (B)(6) 2003, the patient presented with complaints of low back pain to both buttocks, to left hip and down his left leg to his thigh with numbness in both legs. The radiographs revealed annular tear and sub ligamentous disk herniation l4-5 and l5-s1. Plain radiographs show mild loss of disk height at l4-5. The patient underwent a surgery with diagnosis of annular tear with discogenic low back pain. Procedure: anterior decompression, l4-5 and l5-s1, anterior lumbar fusion, l4-5 and l5-s1. Per op-notes, as we probed the space there was an obvious central midline annular tear. There was no significant fragment within the tear. Once the space was probed and decompression was performed we then turned our attention to dilating the space. He was right in between a 23 and 26 length cage and we elected to go with 23's. We set the reamer at 29 and reamed appropriately and we placed two 16 x 23 cages countersunk 3 mm. The position appeared to be excellent using the image intensifier. Earlier after the exposure began we prepared two large kits of bmp. These were allowed to cure. We placed one sponge lateral to the cages at ls-81 and two sponges per cage. We then turned our attention to l4-5. We gently swept the vessels across and again a block diskectomy was performed. Again, dissection was carried back to the posterior annulus. This time there was a much larger central annular tear and a fragmented disk was located with the tear itself. This was removed with a cervical pituitary. Once the canal was decompressed we probed it again with a nerve hook. There were no other fragments noted. We then again placed dilators and elected to place two 16 x 26 cages, again reamed to 32 and countersunk 3 mm. We placed three sponges per cage at this level. Finally, the wound was assessed. It was completely dry. No patient complications. On (B)(6) 2003, the patient underwent a procedure of posterior stabilization, l4-s1 with diagnosis of annular tear with discogenic low back pain. As per op-notes, after successful induction of general endotracheal anesthesia, nerve monitoring electrodes were placed. The patient was turned prone, all pressure points were checked and he was prepped and draped in the usual fashion. Using a skin knife, incision was made on the right side. The microscope was draped and brought in position. The image intensifier was draped and brought into position. We began with placing pedicle screws on the right at l4 and s1. We used dilators to approach the pedicle at l4 and then used a diamond bur for a marker and then a 3.2 and 4.5 synthes drill to make pilot holes. We then placed a 50 screw in l4 and a 45 screw in s1. The screws were then locked to the rod using the locking mechanism. The procedure was repeated identically on the left side. The position of the screws was checked in ap <(>&<)> lateral planes and appeared to be excellent. Once all hardware was locked, the wound was assessed. It was dry. No patient complications. On (B)(6) 2003, the patient was discharged. On (B)(6) 2003, the patient presented for follow-up with complaints of right leg pain. His examination showed normal strength and sensation, wounds are clear and well-healed, stapled removed. On (B)(6) 2003, the patient called with complaints of low back pain with pain radiating into the left leg. On (B)(6) 2003, the patient presented for follow-up with complaints of low back, bilateral hip pain and pain down his left leg. On (B)(6) 2003, the patient presented for follow-up visit with complaints of pain which limits his activity. The CT scan of the patient showed some good early healing but he was definitely not fused at that point. On (B)(6) 2003, the patient presented for follow-up with complaints pain due to the failed fusion at l4-5 and l5-s1. He had lucency around his right screw at s1 and fracture of his left screw at s1. On (B)(6) 2004, the patient presented for follow-up on the revision surgery with procedure of micro plif at l4-5 and l5-s1 as well as removing of his left sided hardware on the right and re-drilling a screw around his broken screw on the right.